Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the iliac vein. During priming of the catheter, the device leaked at the pump and there was an error. During the procedure, while in thrombectomy mode, aspiration was achieved and then lost. The device would not suck anymore. The procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.